Event description:
It was reported that this right atrial (ra) lead was not successfully implanted due to measurement value was not good and when retraction and extraction of the screw was repeatedly performed, the fixed screw in the myocardium could not be retracted when the lead was removed, it was covered with tissues from the myocardium. Also, patient had infection. A new lead of the same model was implanted. The lead will not be returned for analysis. No adverse patient effects were reported.